Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2020. Explant date: june 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19685056/19757541.

Event description:
It was reported that the patient was experiencing pain at the ipg site and inadequate pain relief. The patient underwent an ipg and lead explant procedure. The explanted devices were discarded.